Manufacturer narrative:
(B)(4). Concomitant medical products: 51-113130, lc 133 type1 bm so 13.0, 3947787, 010000850, e1 std poly liner f32, 3401496 , 650-0663, delta ceramic fem hd 36/+6mm, 2015010694. (B)(6). Device remains implanted. No device or photos were received; therefore the condition of the device is unknown. Review of the device history records found no deviations or anomalies that could contribute to the reported event. Review of the compatibility of the devices confirmed that these are an approved compatible combination. Surgical notes were not provided. Third party review of the x-rays noted somewhat horizontal positioning of the acetabular cup. Symmetric position of the femoral head centrally within the acetabular cup. No lucency surrounding the femoral stem to suggest loosening or infection. No fracture seen. A definitive root cause cannot be determined with the information provided. If further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly, zimmer biomet will continue to monitor for trends. Multiple MDR reports were filled for this event: 0001825034 - 2017 - 10805.

Event description:
It was reported that the stem subsided a few millimeters six weeks post-operatively. No revision procedure is to occur. Attempts have been made and additional information on the reported event is unavailable.